Event description:
Investigation found airbed had a small leak, therefore when the resident moved near the edge of the bed, the mattress came down enough causing the resident to slide out of the bed. Fall from bed resulted in resident having a subdural hematoma. Resident was placed on comfort care and expired in 2009